Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated at 4:00pm, they were in a theater and fainted. An ambulance was called and when the patient woke up, emergency medical services and police were trying to stabilize the patient's blood sugar. It was reported that when ems tested the patient's bg it was 32 mg/dl. It is unknown what the cgm was displaying during that time; however, the patient reported that the sensor was not working and they stated it was either the sensor expired or there was an error. The patient was treated with IV dextrose and also provided juice and food. After an hour, the patient was fine. At the time of the report, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be the expected end of life of the g6 sensor. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.